Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a travel coarse error "check clutch/plunger lever" in the ehl. The cause of the customer reported problem was disconnected wire, or unplugged potentiometer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative plugged the potentiometer back into the main board, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device gave error "check clutch/plunger lever." There was unknown patient involvement, and unknown signs or symptoms experienced.